Manufacturer narrative:
An event of device deformity could not be confirmed. An image was received from the field of the device being deployed from the loader and forming into a cobra like deformation. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio delivery system. During the procedure, it was noted that occluder conformed into a cobra-like deformation when deployed inside the patient. The device was removed and attempted multiple times in sterile saline solution but the occluder was still conforming to cobra-like deformation. The deformed device was never released from the delivery cable. It was noted that the device was opened in left atria and no angulation/kink were noticed in the delivery system. The procedure was completed using a new 10mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio delivery system. During the procedure, it was noted that occluder conformed into a cobra-like deformation when deployed inside the patient. The device was removed and attempted multiple times in sterile saline solution but the occluder was still conforming to cobra-like deformation. The deformed device was never released from the delivery cable. It was noted that the device was opened in left atria and no angulation/kink were noticed in the delivery system. The procedure was completed using a new 10mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.